Event description:
It was reported that the screen remained black. There was no reported impact to the customer¿s blood glucose level. The device was set to be returned, and the customer was provided with a replacement pump.